Event description:
Patient presented to the physician with a migrated ipg which was protruding at the chest incision site exposing the patient to a potential risk of erosion. Physician brought the patient into the operating room and removed the entire inspire system.